Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a blood glucose level for the past 3 weeks ranging from 40 to 77 mg/dl which was treated with food. Blood glucose then would then shoot up to 300 mg/dl and was back and forth. Blood glucose level at the time of the call was 103 mg/dl. Customer also stated their insulin pump was constantly going out of auto mode and it does not alert them when the sensor glucose was about 66 mg/dl. Troubleshooting was completed. Customer alleged possible pump over delivery. Customer was advised to refer to back-up plan per health care provider's instructions. The device will not be returned for analysis.